Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the black box showed multiple unexplained pump reboots between (B)(6) 2016 and (B)(6) 2016. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of testing, the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within required range. No delivery interruptions or alarms occurred during the investigation. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 12/19/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 521 mg/dl without any reported symptoms. It is not known if the patient received any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a non-specific history/settings issue with the pump; the reported stated the pump does not delivery insulin. The reporter declined to participate in troubleshooting the pump with animas customer technical support. No further information was available. If additional information becomes available, animas will report as applicable. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy.